Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the motor current curve of the impella cp suddenly became flatter. An echocardiogram was performed to check the impella cp position, and the result was that the pump is well and freely positioned in the left ventricle. The medical team suspects that this phenomenon could be a thrombotic event. It is known that the patient has an left atrial appendage thrombus. The pump was successfully weaned and explanted five days later. The patient survived the procedure.

Manufacturer narrative:
The investigation of low pump flow has been completed. Returned complaint device visually inspected. Biomaterial observed around impeller and purge gap. No broken blade or cannula kink observed. Clinical stated, motor current curve of the impella cp suddenly became flatter. An echocardiogram was performed to check its position, the pump was well and freely positioned in the left ventricle. The distance to the aortic valve is 3.5 cm. The vena cava was also checked. Filling is adequate and good. Suspected that this phenomenon could be a thrombotic event since the patient had an left atrial appendage thrombus. Data log reviewed, many suction alarms occurred. Suction alarms observed at the date of reported low flow issue followed by sudden drop in flow just right before the pump is turned down from p-8, flow remains low despite p-level changes up and down. Suddenly while at p-2 there is a motor current (mc) spike, speed deviation, increase in purge pressure, and increase in mc with dampened mc and saturated flow for the remainder of the case with suction alarms. The clot was likely in the cannula and was then ingested. Low pump flow: the cause of low pump flow issue most likely was biomaterial ingestion based on returned product and log review. Saturated flow: saturated flow added per data log review. The cause of saturated flow was most likely biomaterial ingestion based on returned product and log review. Thrombus: added per data log review and device evaluation. The root cause of the thrombus was unable to be determined due to insufficient clinical details.